Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between (B)(6) 2026 and (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced being sick and was vomiting. The patient was brought to the hospital by her husband and when a fingerstick was taken, the cgm reading was 70 mg/dl, and the blood glucose reading was 340 mg/dl. The patient experienced diabetic ketoacidosis. The patient was treated with intravenous insulin and fluids. The patient was discharged after 2 days. Before discharge the blood glucose reading was 133 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.